Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirmed hypoglycemia on the reported event date (3/13). Hypoglycemia was preceded by periods of hyperglycemia. A meal announcement (usual for me dinner) was delivered during hyperglycemia a few hours prior to the hypoglycemia. Review of device data shows excessive use of the meal announcement, especially during periods of hyperglycemia, likely in attempts to deliver correction insulin, leading to maladaptation of the device and significant glucose variability as the ilet attempts to respond to both rising and falling glucose levels. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. It is likely that the misuse of the meal announcement feature led to this hypoglycemic event, as it appears a meal announcement was delivered in an attempt to correct hyperglycemia, leading to insulin stacking. In addition, this was part of a pattern of behavior that led to overall maladaptation of the device, contributing to the severity of the event. Lastly, turning off the glucose falling quickly and low glucose alerts also likely contributed to the severity of the event.

Event description:
On 6/10/24 an ilet user's mother reported the user experienced a low blood glucose (bg) event requiring the assistance of ems. The event occurred on 3/13/24. The user was playing in their room when they suddenly began seizing. The mother checked the dexcom app, which showed a low reading with double downward arrows. Ems was called, and the user was given IV glucagon. Due to slow recovery from seizures, the user was transported to the ER for precaution, where they received dextrose and IV fluids. The user has a history of seizures from low bg before using the ilet but had not had one in years. Additionally, the user is allergic to insulin. The user has elected to discontinue use of the ilet. This is the second of two low bg events reported for this user. This medwatch report details the low bg event on 3/11/24. A medwatch report detailing the first low bg event on 3/9/24 is submitted on MFR report #: 3019004087-2024-00254.